Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. Due to an unk cause, the threaded tip was broken on the spindle. There were slight rub marks and minor corrosion-like spots on the shaft of the spindle and the shaft assembly. Slight marks, "dings", and corrosion-like areas were also noted on the sides and back end of the knob. The review of the device history record revealed there were no issues noted during the manufacture process that would contribute to this complaint condition. Based on the eval performed and since the root cause was from an unk cause, this complaint is deemed. Indeterminate from a mfg position.

Event description:
It was reported that during a synfix procedure, the tip of the trial space handle broke off in the trial spacer when the surgeon applied procedure. There was reportedly no impact to the pt.